Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three additional proglide device referenced are being filed under separate medwatch MFR numbers.

Event description:
After device analysis found one of the anterior cuff tabs, measuring approximately 0.01 by 0.01 inches square, was broken off and was not returned with the device, the surgical coordinator at the hospital was contacted who stated that the patient is fine and no ill effects have been noted.

Event description:
It was reported that four cuff misses occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair interventional procedure (pevar). The arteriotomy was 5f and the vessel was mildly calcified. During the pevar procedure the sheath was upsized to a 16f. The pevar procedure was completed and hemostasis was achieved with the suture of a fifth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device, he has not received training in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4) - operator not trained. The proglide instructions for use states: this device should only be used by physicians in diagnostic and/or interventional catheterization procedures and who are trained by an authorized representative of abbott vascular. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Additionally, device analysis found one of the anterior cuff tabs, measuring approximately 0.01 by 0.01 inches square, was broken off and was not returned with the device. Based on the visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the operator was not trained in the large hole technique. Proglide instructions for use states: this device should only be used by physicians in diagnostic and/or interventional catheterization procedures and who are trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.